Event description:
The customer reported the device alarmed and did unknown restart. The customer reported the unit was not in use on a patient and there was no patient harm. The manufacturer's field service engineer was able to duplicate the reported problem. Review of the device diagnostic log history indicated a +/- 24/12v power fail occurrence followed by a restart occurrence during operation. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. The service engineer replaced the power switch as a precaution to address the findings. Applicable final testing was completed per operating specifications.